Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. Product received but not yet evaluated.

Manufacturer narrative:
Visual inspection of the returned articular surface identified that the dovetail feature was compressed on both sides. Measured dimensions were conforming to print specifications. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Reported information states that a size e femoral component and a size 5 tibial component were implanted. These sizes are compatible with the size of this articular surface. The noted dovetail compression on both sides indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique. Detailed instructions for inserting the articular surface are provided in the surgical tip: articular surface inserter ¿proper technique & use¿ guidance document.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon had difficulty inserting an articular surface of 20mm thickness into the tibial baseplate during knee arthroplasty. A 17mm thick articular surface was used to complete the surgery.